Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was visually inspected, leak tested, and pressure tested. This cylinder had a hole in the outer tube from wear in the distal end of the cylinder but did pass the leakage and pressure tests. The second cylinder passed visual inspection and there were no visual damages or abnormalities found. This cylinder passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test. The pump failed activation tests. Based on this investigation the cause for the device event was established; therefore, the conclusion codes of cause traced to component failure has been chosen.

Event description:
It was reported that the inflatable penile prosthesis was initially implanted to correct- penile curvature due to peyronies disease but the cylinder alone has not been strong enough to correct penile curvature. A surgery took place to replace the left cylinder and perform a graft procedure to excise the penile plaque. No patient complications were reported. The device was returned and a device issue was found with the pump activation tests.